Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: other - mechanical.

Event description:
Healthcare professional reported "experienced multiple cases of the tissue expander tabs completely popping off. They are not tearing they are popping off the expander entirely. Some were in radiated patients but many were not. It is not the same tab each time, and it is occurring at multiple facilities". This is for an unknown side. Device status is unknown.